Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine check up. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was capped and replaced. No further information was available.